Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient was charging their implantable neurostimulator (ins) too often; it was noted that they were charging every day, sometimes two times a day. The patient had not been recently programmed or switched to a new group, they had not had the need to increase parameters but the patient had a previous overdischarge event. It was noted that the rep had access to a clinician programmer and patient access. Through troubleshooting, it was discovered that the impedance measurements were 816 ohms and ins recharger (insr) recharging stats summary showed that the patient got to 100% charged. The rep then reported that the insr will show that the patient is fully charged but stayed as full for too long and then would drop quickly to empty. Lastly, the rep stated that they didn¿t trust the recharge level that was seen on the recharger and sometimes she would charge for five hours and it would not be full. There were no reports of medical or therapy issues and no patient symptoms reported. There were no reports of device issues or allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient needed some re-education regarding both their recharger and patient programmer. The patient was asked to keep a log of recharging, frequency, length of time, and percent charge at the end of recharge session. The patient was supposed to return to the clinic in one month for further assessment. The patient has not returned for a follow up as of now. No further complications were reported.